Manufacturer narrative:
Correction to supplemental MDR in blocks: b5 and h6. The returned implantable pulse generator was analyzed and the allegations of frequent ipg charging, migration, stimulation changes with posture, difficult to charge ipg, extended ipg charging time, difficult to align charger, loss/no stimulation, pain, and device revision or replacement was confirmed. The ipg passed all testing and exhibited normal device characteristics. However, an analysis of the data log revealed that prior the explant procedure, there were charging issues due to the thermistor being triggered multiple times and poor charger ipg alignment. These factors are known to contribute to charging difficulty when the ipg is not oriented properly in the pocket. The ipg thermistor was likely being triggered due to poor ventilation while charging or poor charger ipg alignment while charging due to possibly being flipped. This resulted in the ipg having difficulty charging and the patient losing stimulation and the pain returning when the ipg would go into hibernation mode. The allegation of overheating of device or device component was not confirmed. The data log revealed that the maximum temperature was within the expected range and the safety design of the charger-ipg operated as expected. The allegation of ipg pocket warm during charging was not confirmed. However, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). In addition, the ipg was reported to be flipped in the pocket which likely caused prolonged charging due to low/no current to the charging coil.

Event description:
It was reported that the patient experienced frequent extended charging times and was unable to charge above one bar. Additionally, the patient experienced stimulation changes with posture, and the implantable pulse generator (ipg) flipping. It was noted by the patient that there was a history of recent weight loss. A replacement charger was ordered; however, charging issues persisted. The patient later reported that the charger became hot during use and experienced pain and loss of therapy, with pain from loss of therapy contributing to anxiety and suicidal thoughts. The system was subsequently reported to occasionally shut down, and the ipg was later reported to feel hot. Database analysis identified poor ipg charger alignment. The patient underwent a surgical revision was performed, and the patient reportedly did well postoperatively.

Event description:
It was reported that the implantable pulse generator (ipg) had flipped and the patient needed to charge everyday for multiple hours at a time and the implant would still not fully charge. The patient noted that the ipg would become hot while charging and stimulation was lost with certain positions. Database (db) analysis found no anomalies in the battery discharge logs, however, charge profile indicates poor ipg-charger alignment. The patient underwent an ipg replacement procedure and was doing well post operatively.

Manufacturer narrative:
Investigation results: the returned implantable pulse generator was analyzed and the allegations of frequent ipg charging, migration, stimulation changes with posture, difficult to charge ipg, extended ipg charging time, difficult to align charger, loss/no stimulation, pain, and device revision or replacement was confirmed. The ipg passed all testing and exhibited normal device characteristics. However, an analysis of the data log revealed that prior the explant procedure, there were charging issues due to the thermistor being triggered multiple times and poor charger ipg alignment. These factors are known to contribute to charging difficulty when the ipg is not oriented properly in the pocket. The ipg thermistor was likely being triggered due to poor ventilation while charging or poor charger ipg alignment while charging due to possibly being flipped. This resulted in the ipg having difficulty charging and the patient losing stimulation and the pain returning when the ipg would go into hibernation mode. The allegation of overheating of device or device component was not confirmed. The data log revealed that the maximum temperature was within the expected range and the safety design of the charger-ipg operated as expected. The allegation of ipg pocket warm during charging was not confirmed. However, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). In addition, the ipg was reported to be flipped in the pocket which likely caused prolonged charging due to low/no current to the charging coil. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: the investigation determined that the event was most consistent with unintended use error caused or contributed to event, as improper device orientation (e.g., ipg flipping) likely contributed to difficulty achieving proper charger alignment. Although recent patient weight loss was reported, a definitive cause for the device orientation change or migration could not be established. Therefore, the cause of ipg migration is documented as cause not established.

Event description:
It was reported that the patient experienced frequent extended charging times and was unable to charge above one bar. Additionally, the patient experienced stimulation changes with posture, and the implantable pulse generator (ipg) flipping. It was noted by the patient that there was a history of recent weight loss. A replacement charger was ordered; however, charging issues persisted. The patient later reported that the charger became hot during use and experienced pain and loss of therapy, with pain from loss of therapy contributing to anxiety and suicidal thoughts. The system was subsequently reported to occasionally shut down, and the ipg was later reported to feel hot. Database analysis identified poor ipg charger alignment. The patient underwent a surgical revision was performed, and the patient reportedly did well postoperatively.

Manufacturer narrative:
The returned implantable pulse generator was analyzed and the allegations of frequent ipg charging, migration, stimulation changes with posture, difficult to charge ipg, extended ipg charging time, difficult to align charger, loss/no stimulation, pain, and device revision or replacement was confirmed. The ipg passed all testing and exhibited normal device characteristics. However, an analysis of the data log revealed that prior the explant procedure, there were charging issues due to the thermistor being triggered multiple times and poor charger-ipg alignment. These factors are known to contribute to charging difficulty when the ipg is not oriented properly in the pocket. The ipg thermistor was likely being triggered due to poor ventilation while charging or poor charger-ipg alignment while charging due to possibly being flipped. This resulted in the ipg having difficulty charging and the patient losing stimulation and the pain returning when the ipg would go into hibernation mode. The allegation of overheating of device or device component was not confirmed. The data log revealed that the maximum temperature was within the expected range.

Event description:
It was reported that the implantable pulse generator (ipg) had flipped and the patient needed to charge everyday for multiple hours at a time and the implant would still not fully charge. The patient noted that the ipg would become hot while charging and stimulation was lost with certain positions. Database (db) analysis found no anomalies in the battery discharge logs, however, charge profile indicates poor ipg-charger alignment. The patient underwent an ipg replacement procedure and was doing well post operatively.